Event description:
It was reported that the patient went through withdrawal when he first got the pump. The reason was that he had moved from or to mt and hadn¿t lined anyone up to fill the pump. His withdrawal symptoms had consisted of a metallic taste, smelling a certain odor, cramps and he felt like he was going to die. The type of medication being delivered via the device system at the time of the event was not provided. Further information including the patient¿s outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).